Event description:
It was reported that the customer had a button error alarm and a keypad anomaly on the insulin pump. Customer's blood glucose level was 222 mg/dl. Customer stated that she was on a treadmill and the pump alarmed button error. Customer cleared the alarm and later saw the numbers just roll low to high. Customer stated that the numbers are ramping in both directions. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device had cracked case at display window corners, cracked display window, minor scratched lcd window, and broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.